Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, investigation type, investigation conclusion), h11. Corrected fields: h6 (medical device ¿ problem code). It was reported that when turned on, the cardiosave intra-aortic balloon pump (iabp) had a communication issue with main display. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reviewed the technical logs from the device and discovered multiple errors that indicated the issue was with the video generator board (0670-00-1182). The faulty part was replaced and the new board was updated to the latest software revision d.01. The unit passed all the functional and safety tests as per factory specifications.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) erroneous communication packets between the display and exec board which suggests a bad connection/corrupt video generator board or damaged coiled cord. No one is harmed. Connection fault 78. For technical error 63, the errors are due to erroneous communication packets between the display and exec board which suggests a bad connection, faulty video generator board, or damaged coiled cord. No patient, no harm.